Event description:
It was reported that prior to implant the helix functioned properly but during the implant attempt the helix blocked and would not advance. The lead was not used and another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.